Event description:
It was reported that outside of any procedure, the device is not operating within normal operating parameters.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The handpiece was received in good physical condition. It was connected to a generator, evaluated with a test instrument and was found to be functional. During testing the phase margin and frequency values were recorded out of specification. The instrument was disassembled to inspect the internal components and evidence of refurbished activities and component replacement was noted. The internal wires were different from the standard ones used at the current ees manufacturing process, other non-ees component was identified, glue inside the end-cap.